Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced "occasional muscle twitching at the ribcage" and irritation of the phrenic nerve. The implantable pulse generator (ipg) was reprogrammed and symptoms returned. The ipg remains in use. No further patient complications have been reported as a result of this event.